Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The motor error alarm occurred during rewind due to motor encoder signal out of phase. No further testing could be performed due to motor error alarm. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.